Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported before use that the cardiosave intra-aortic balloon pump battery is not charging. There was no patient involvement reported .

Manufacturer narrative:
The field service engineer that encountered the issue replaced the battery. The unit was functionally cleared. The iabp was returned to the customer and cleared for clinical service. The failure analysis and testing dept. Received part number 0146-00-0097 cardiosave battery serial number (B)(6) with a reported unit failure of the battery not charging. The failure analysis and testing dept. Performed a visual inspection of the battery and found the battery to be in good condition. The failure analysis and testing dept. Installed the battery into the cardiosave test fixture and tested the battery to factory specifications per the cardiosave service manual. The failure analysis and testing dept. Replicated the failure that the customer experienced of the battery not charging when it was installed into the cardiosave. The battery appears to start charging with the led lighting up above the battery. Then the led shuts down without the battery charging. The battery failed testing. Retaining the battery in the failure analysis and testing department per procedure

Event description:
It was reported that during installation by a getinge field service engineer (fse), one of the batteries of the cardiosave intra-aortic balloon pump (iabp) was not charging. There was no patient involvement.

Manufacturer narrative:
The field service engineer that encountered the issue replaced the battery. The unit was functionally cleared. The iabp was returned to the customer and cleared for clinical service. The failure analysis and testing dept. Received part number 0146-00-0097 cardiosave battery serial number (B)(6) with a reported unit failure of the battery not charging. The failure analysis and testing dept. Performed a visual inspection of the battery and found the battery to be in good condition. The failure analysis and testing dept. Installed the battery into the cardiosave test fixture and tested the battery to factory specifications per the cardiosave service manual. The failure analysis and testing dept. Replicated the failure that the customer experienced of the battery not charging when it was installed into the cardiosave. The battery appears to start charging with the led lighting up above the battery. Then the led shuts down without the battery charging. The battery failed testing. Retaining the battery in the failure analysis and testing department per procedure

Event description:
It was reported that during installation by a getinge field service engineer (fse), one of the batteries of the cardiosave intra-aortic balloon pump (iabp) was not charging. There was no patient involvement.

Manufacturer narrative:
Corrected data: d9.